Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with ail(air in line) alarm was confirmed during event history log review. However, the quality engineer could not determine the root cause of this condition. The event history log review task confirmed 33 occurrences of the air in line alarm. Qe confirms 3 of these alarms occurred successively for over 45 seconds. No other tasks confirmed the reported problem and service could not identify any related issue with objective evidence to identify a cause for these alarms. Similarly, no repairs or corrections have taken place at this time. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "constant air in line alarm". It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.